Event description:
It was reported that the low energy shock impedance has increased to 95 ohms. It was usually 60 ohms. The doctor had some x-rays taken. A review of the x-rays confirmed the electrode tip had moved and the electrode body was now in an s-shape. The coil is no longer where it was from the implant x-ray. It was noted that the previous defibrillation threshold testing was successful, and the sensing has been good. Technical services discussed some options with the caller. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to a fast intrinsic rate. This occurred a few days after the electrode was repositioned for migration. Technical services reviewed the data and discussed programming with the caller. There were no additional adverse patient effects. The system remains implanted. It was reported that the low energy shock impedance has increased to 95 ohms. It was usually 60 ohms. The doctor had some x-rays taken. A review of the x-rays confirmed the electrode tip had moved and the electrode body was now in an s-shape. The coil is no longer where it was from the implant x-ray. It was noted that the previous defibrillation threshold testing was successful, and the sensing has been good. Technical services discussed some options with the caller. There were no adverse patient effects. The system remains implanted.